Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported going to the clinic for high blood glucose levels. Customer's blood glucose fluctuated throughout the day ranging from 300 to 404. Current blood glucose reading at the time of call was 425mg/dl. Nothing further reported.